Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 3.0x16mm taxus liberte' stent was unable to cross the lesion in an unspecified vessel. The device was removed from the patient, however, the stent dislodged from the balloon in the y-adaptor. The stent was retrieved and the procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.